Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/14/2014).the patient¿s test strips have been returned on 10/30/2014 and evaluated by lifescan product analysis on 12/1/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. In addition, a secondary issue was noted when the test strip vial was found to be cracked with a hole. Additional tests were performed on the test strip vial to check the structural integrity. The structural integrity of the test strip vial was found to be compromised during a gross leak test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurately high control solution results. The reporter obtained control solution readings of "175 and 174mg/dl" on the subject meter (onetouch verio iq). This falls out with the control solution range of "102-138mg/dl" for this strip lot. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.